Manufacturer narrative:
This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited high, out of range shock impedance (greater than 125 ohms). The lead remains implanted. No adverse patient effects were reported. Additional information was received that this rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). Besides surgical intervention, there was no adverse patient effects reported.